Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown cup, unknown, unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total hip arthroplasty and subsequently was revised due to pain, clunking noise, and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: unknown, unknown taper adapter, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-01811.

Event description:
It was reported that the patient was revised approximately 6 years post implantation due to reports of pain, elevated metal ion levels, alval and high abduction angle of the cup. Attempts have been made, and no further information has been provided.